Manufacturer narrative:
The reported problem was that the ventilator alarmed, "restart ventilator" at start-up of the unit, at every attempt when tried. No device logs or further information about faulty part(s) has been received. The hospital is a self-service site and the customer has declined a maquet service dispatch. As a result, no service order or logs have been provided for our investigation. Since no device logs or faulty parts have been received for evaluation, we are unable to provide, determine, or confirm the cause for the reported event.

Event description:
(B)(4).

Event description:
It was reported that the ventilator generated a "restart ventilator" alarm at start up every time tried. There was no patient involvement reported. (B)(4).